Manufacturer narrative:
Missing lot number information was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that almost 2 years after the dental implant was placed in ada site 13 in the patient's mouth, the implant lost osseointegration. The clinician noted the patient's significant bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.